Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary according to the pictures/photos it can be seen that the blade is in used condition, but nothing is broken and is possibly still intact. Device history lot part: 04.027.034s lot: l560129 manufacturing site: bettlach release to warehouse date: 07.september 2017 expiry date: 01.september 2027 a manufacturing record evaluation was performed for the finished device lot number 5942055, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient was treated for subtrocateric fracture with proximal femoral nail antirotaion (pfna) nail, after twelve (12) months of no healing, the nail broke and still no union. The patient underwent revision to 95 degrees andre blade plate and bone graft on (B)(6) 2018. The surgery was completed by using a plier to removed the broken implants without finishing the step. Investigation for low-grade infection was confirmed. There was no delay during the procedure. The patient outcome reported is routine. This report is for one (1) pfna blade. This is report 4 of 4 for (B)(4).